Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer receives 8120 pca (s/n (B)(4), with noted message error 200.5080. Case resolution: ¿ explained problematic fault to pca error code. ¿ customer after receiving device, not able to reproduce error code. ¿ suggested to customer to re-flash the operate software back onto the pca device. ¿ in flash process, customer receiving setup error for firmware version. ¿ assisted customer through remote session to check firmware software setup in configuration package. ¿ identified customer did not have the point of care software version needed. ¿ sent customer contact information to our contracts, to send replacement version 9.19 operate software package. ¿ customer will call back if any further concerns need to be addressed. ¿ end call. (B)(4).